Manufacturer narrative:
(B)(4)

Event description:
It was reported that through remote transmission, the device was in backup vvi mode. The asymptomatic patient presented in clinic for further trouble shooting, and the device download was performed successfully.